Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va02r45, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from her health care provider (hcp) or manufacturer representative on (B)(6) 2013 and her concerns were resolved.

Event description:
It was reported that the patient experienced a decrease in therapeutic effect after returning to work. It was stated the therapy worked 'perfect' for the first week after implant, but after returning to work where the patient was required to 'lift heavy things' the therapy did not work like it did previously. The patient's symptoms had returned and she was using the restroom 'a lot.' It was stated the stimulation 'felt like a stitch being pulled' and was 'strange.' The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.